Event description:
Patient sex and procedure: not reported. Reportedly, during the procedure water leaked from the connector part between the handpiece and the tubing. The surgeon used another device to finish the procedure.